Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas 6000 e 601 module. The initial result was 0.932 miu/ml and was reported outside of the laboratory. The repeat result was 3010 miu/ml and was believed correct as it matched the patient's clinical findings. The patient visited another hospital and the result from a separate sample was around 7000 miu/ml. The reagent lot number was 64377001 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The investigation determined the event was due to the customer's improper pre-analytical handling of insufficient mixing prior to clotting, centrifugation, and measurement. Correct pre-analytic sample handling is within the customer's responsibility. The calibration data was acceptable. The provided qc data shows the customer did not run qc on the day of the event. The alarm trace did not contain a conspicuous event.